Event description:
Customer stated that the paramedics were called to treat low blood glucose of 30 mg/dl. Customer went for a walk and passed out. Customer's children called the paramedics. Customer stated that she had a stressful day and stress causes the lows. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.